Event description:
A customer reported during a vitrectomy procedure, the system did not perform the cutting action well and would reflux instead of aspirating. All consumables were exchanged, and the system worked better but was slow or sluggish in its actions. There was no injury to the pt. The same system was used to complete the procedure.

Manufacturer narrative:
There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).